Event description:
It was reported by svc report that the right side rail latch was missing and it could not be locked in the upright position. No position involvement or adverse consequences are reported.